Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while locked. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. It was noted the physician did not establish final arm angle (efaa). After deployment, the clip opened around 15 degrees. It was noted the clip remained stable on the leaflets and mr was reduced to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user not performing efaa checks prior to clip deployment. It should be noted that the mitraclip instructions for use (IFU) states prior to clip deployment, efaa, since the efaa checks were not performed prior to clip deployment, this is considered as a deviation from the IFU. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account was further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿two (2) fluoroscopic still images of the reported device were provided. "Image 1" shows the delivery catheter (dc) extended with the clip attached indicating the image was taken prior to full deployment (mechanical separation from the dc); it is unclear during which specific procedural step the image was taken. The clip arms are angulated relative to the fluoro view such that the anterior clip arm is obscured by the l-lock shaft and the posterior clip arm is barely visible. Based on the general location of the clip arms relative to the l-lock shaft, the angle is estimated to be ~20° - 30°. "Image 2" shows the clip fully deployed from the dc, with the dc shaft fully retracted against the steerable sleeve indicating the image was taken post deployment of the clip, prior to removing the cds. The clip has rotated significantly as compared to its position in "image 1" taken pre-deployment, such that both clip arms can be visualized. This is indicative of a misaligned grasp. Misalignment with the valve plane and/or line of coaptation during leaflet grasping & deployment may result in tension on the clip, resulting in clip movement post deployment. The clip arm angle in "image 2" appears to be ~45°. While the clip arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed, it appears some clip arm opening may have occurred during deployment. There are no additional observations based on the images.¿